Manufacturer narrative:
Implant date was estimated as the official date was not reported.

Event description:
It was reported that a stroke occurred. About three years ago, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was not complicated and was successfully completed with a closure device released in the laa. On (B)(6) 2018, the patient suffered a stroke. On (B)(6) 2018, the patient had a transesophageal echocardiogram (tee) which revealed the patient had a mitralclip. There was smoke noted on the tee, but not in the watchman device. The physician who performed the tee believed the smoke probably related to the mitral stenosis. Additional patient detail was attempted to be obtained, but was unsuccessful.